Event description:
The patient contacted animas on (B)(4) 2012 reporting that the up, down, and ok keypad buttons required multiple presses to activate. The patient confirmed that there were no rips, tears, or holes in the keypad. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of an intermittently responsive keypad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The down arrow, up arrow and ok keypad buttons were intermittently responsive. All of the keypad buttons were found to spring back and click back normally. There was evidence of keypad contamination found under the contrast and up arrow key contacts.